Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received by (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On an unreported date, the patient started treatment with dianeal pd2 ultrabag, and extraneal viaflex (dose and frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, a break in aseptic technique occurred described as "did not wear a mask" and the patient also experienced malnutrition. On (B)(6) 2011, the patient experienced peritonitis and the cause of the peritonitis was did not wear a mask and malnutrition. On the same day, the patient was hospitalized for the peritonitis. The results of the culture were unknown. On (B)(6) 2011, the patient began remedial therapy with tazin (4.5gm, bid, ip), and unizox (1gm, daily, ip) all the remedial medications were ongoing. Dianeal and extraneal therapies were ongoing. It was not reported whether the patient was retrained; therefore the outcome for the event of did not wear a mask was unknown. It was unknown if the patient was malnourished or if the peritonitis was resolving. The nurse believed that the peritonitis was not related to the dianeal or extraneal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the event of did not wear a mask or the patient was malnourished.